Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level (468 mg/dl). An insulin injection was administered to treat the bg. Reportedly, the customer performed a supply change and resumed insulin therapy.